Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that there had been a drawer failure, and the drawer could not be released, making recovery impossible. The field service engineer (fse) reported that drawer was not opening. Upon checking the back of the unit, only three lights were visible. The station was shut down, and a new drawer printed circuit board assembly was installed. A new hard stop was also installed, as the previous one was not closing properly. The team waited for the windows update to complete. After the update, the system was tested in hardware test application, and the technician was successfully recovered using the main application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.